Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, the device failed to step during testing. The device's active exhalation control module was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.